Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via the submitted log file. The submitted log file contained approximately 36 days of data (18sep2019 ¿ 24oct2019 per the timestamp). The log file captured no external power and low voltage advisory/hazard alarms due to a temporary loss of power while connected to the mpu on 30sep2019 from 21:36 to 21:37. The system controller backup battery supplied power to the system during the loss of external power. The alarms were resolved when power from the mpu was restored. No other notable alarms were active in the log file. The pump maintained a speed above the low speed limit throughout the log file. The mpu was not returned for evaluation. Multiple requests were made to obtain additional event information (including the serial number of the mpu, if the mpu would be returned for evaluation, if the cause of the loss of power was determined, and if the patient has a locking ac power cord); however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that patient experienced a no external power alarm on (B)(6) 2019 and (B)(6) 2019. This is caused by the power cord coming loose from the mpu, the wall outlet, or the patient losing power in the house. Additional information was requested but not provided.